Manufacturer narrative:
This MDR was submitted during the system outage from july 22, 2026 to july 27, 2026 which may result in a delay of receipt of all of the acknowledgements. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic transurethral resection of the prostate (turp), while the patient was sedated and the reusable endoscopy sheath was in use, a part of the scope broke off and remained within the patient. The issue was not identified until a follow-up evaluation after the prostate procedure. The initial prostate surgery was performed in (B)(6) 2026. During a follow-up flexible scope examination on (B)(6) 2026, a broken ceramic beak from a urology inner sheath was discovered. An attempt was made to remove the fragment in the outpatient setting; however, the removal was unsuccessful. The patient was subsequently placed on the same-day emergency surgery schedule, where the ceramic beak was fragmented using a stone punch and removed via an elik adapter.